Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. No intervention was done. The patient status was unknown.